Event description:
Received a report from a peritoneal dialysis pt who reported that, they were unable to connect to this dialysis treatment set. There is no report of pt injury. The pt has a companion sample available for an evaluation.